Event description:
User received discrepant tsh result for one patient sample. Initial result was 0.03 uiu/ml. The initial result was reported and questioned by the doctor who requested the sample be retested. In 2008, the sample was repeated and gave a result of 4.05 uiu/ml. The user stated there was no treatment to the patient as the doctor already suspected an erroneous result. The field service representative was not able to duplicate the issue and performed instrument checks and verified adjustments.